Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After review of the file, attachments, returned device, and discussion between regulatory reporting team and post market qe team, it has been determined that this event does not meet the definition of a complaint under FDA 21 cfr part 803 as there was no death, serious injury or reportable product malfunction. There was no alleged malfunction for this device lot; the customer reported they were returning the device from lot# 14974153 for examination related to another complaint captured under cook patient identifier (b(6). The device from lot# 1497415 was returned in the sealed packaging, and no failure was observed during device examination and functional testing. Therefore, there is no deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. There is no evidence that the device caused or contributed to a serious injury. As such, this event will be close/canceled by the manufacturer.

Manufacturer narrative:
E3 - occupation: acting charge nurse manager. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage was observed between the cap and hub of an ultrathane mac-loc locking loop multipurpose drainage catheter. The user noted that the suture thread was observed to be sticking out of the locking hub and tube junction. As a result, urine began to "wick" up the thread, leading to leakage. This was unpleasant to the patient and caused further discomfort. This occurred with 8.5fr and 10.2fr drains. This report captures a 10.2fr drain where the suture thread was observed to be sticking out of the hub and tube junction but did not make contact with a patient. Other instances of this malfunction are captured in reports with patient identifier: (B)(6) and (B)(6). Additional information regarding event details has been requested but is currently unavailable.